Event description:
The customer reported communication error on the device. The device was returned for further evaluation. A follow up report will be submitted once the evaluation is completed.

Event description:
One pump was received for evaluation. The evaluation could not confirm the customer reported problem "communication error". Several alarms were found during the device event log review. The the cpu board was replaced to resolve due to errors 99 and 30. The power supply board was replaced to resolve errors 99, 21, and 38. The speaker/flex circuit was replaced to resolve error 51. A complete configuration and calibration was performed. After repair, the device met specification.